Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the left ventricular lead failed to sense. The reported lead was not implanted and the procedure was completed with an alternative lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray examination did not identify any anomalies.